Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused insulin delivery on the ilet before a hike, ate, then forgot to resume insulin, resulting in hyperglycemia with glucose reported above 400 for about two hours; the user subsequently remained disconnected and was advised to either take outside insulin or resume delivery. The pt chose to remain disconnected from the ilet and use backup therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute sequelae. Outcomes included no medical intervention, hospitalization, or external assistance. Investigation included complaint intake, troubleshooting, and education regarding proper resumption of insulin delivery and use of backup therapy. Investigation of this case revealed user-initiated interruption of insulin delivery with no device alarms and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy leading to insufficient insulin delivery.